Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent left in the pt's anatomy is considered to be permanent impairment or injury. Device issue: stent dislodgement. It was reported that the 2.5 x 15 mm xience v stent delivery system (sds) would not cross the lesion. However, upon return of the sds, the analysis revealed that the stent implant was missing. A review of the cine films revealed that the stent implant had dislodged in the pt's om branch. There are no plans to remove the dislodged stent from the pt's om branch; however, the pt will be closely monitored. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen. There was no contrast visible. The stent implant was dislodged and was not returned. There were stent implant crimp marks on the balloon where the stent has been between the markers. The balloon was tightly folded. There was a kink in the shaft 65.2 cm distal to the strain relief tubing. There were chatter marks on the outer member distal to the strain relief tubing for length of 13 cm. The outer member was wrinkled 14.5 cm distal to the stain relief tubing for a length of 6 cm. There was not damage noted to the sds tip. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident info. Analysis of the returned xience sds found blood visible in the guide wire lumen, which is consistent with the device being inserted into the body. There was no contrast visible. Although, the stent was not returned crimp marks were visible on the tightly folded balloon between the markers, indicating the stent was initially crimped securely on the balloon in the correct location at the time of MFR and the balloon was not inflated. The tip seal length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors. Potential causes for stent dislodgement inside the body, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. The protective sheath was not returned and no info regarding the anatomy was provided, which may have aided in the evaluation. Although, it can not be determined when the stent dislodgement occurred, the dislodgement likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use or during preparation for use. In this case, interaction with the anatomy and/or accessory devices may have contributed to the reported difficulties crossing. It is possible the stent became damaged or disrupted on the balloon as a result of interaction with the anatomy and/or accessories during advancement, which may have led to the stent dislodgement while attempting to position in the lesion or during retraction of the device. Analysis also found a kink in the shaft distal to the strain relief tubing, chatter marks on the outer member distal to the strain relief tubing, and the outer member was twisted and wrinkled distal to the strain relief tubing. Damage of this type suggests that there was force applied to the system and is indicative of encountering resistance; however, this cannot be confirmed as there was no resistance reported. In this case, it is possible that the chatter marks and twisting/wrinkling are a result of several attempts to advance and then retract the sds while there was resistance. The damage found during analysis likely occurred during the procedure and/or from handling of the device during packing for shipment back to abbott vascular for evaluation, as no damage was reported as being noted during the inspection prior to use. No corrective action will be implemented in this case, as the reported difficulties appear to be related to the operational context of the product. A review of the finished product lot history record did not reveal any nonconformances issued for the lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.